Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device was changed to 360 joules but the device "would not fire or deliver a shock." The electrodes and therapy cable were swithched to a backup device and an unknown number of shocks were properly delivered. Pt outcome is unk bu medtronic did not receive any reports of adverse affects as a result of the alleged malfunction.